Manufacturer narrative:
Additional information was received on(B)(6)2021. The patient is a 67 year-old female (48kg). The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was reported as fully recovered. A transseptal puncture was performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30482447m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pulmonary vein isolation (pvi), when pacing was being conducted from cs-distal, the patient became hypotensive and cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain venous blood from the pericardial space. Blood pressure returned to normal. There¿s no report of prolonged hospitalization. Physician commented there¿s was a strong possibility the ablation was applied too strongly to the roof during pvi. No bwi product malfunctions were reported. The soundstar was never inserted into the left atrium. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.